Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 400 mg/dl. The customer stated that he suffered a stroke due to the high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer had reported a no delivery alarm during the call, therefore, the high pressure test was not conducted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.